Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 39286-30 lot# serial# (B)(4), implanted: (B)(4) 2015, product type: lead. Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that in (B)(6) 2018 the patient had to have the connection in their shoulder "re-anchored" because their leads kept popping up but the patient thought their healthcare provider (hcp) just put it deeper inside. The patient noted that their healthcare provider still had to redo the leads in their head because last year they broke and hadn't been on since. The patient woke up from the revision surgery and realized that the leads hadn't been fixed. The patient didn't want to go through the surgery again in another six months if it wasn't going to work. The therapy helped the patient a lot and when the battery dies they can feel it and are in pain-as soon as they get the ins turned on it is like they have their life back again. No further complications reported.